Event description:
Customer reported motor error and the bottom of the insulin pump has damage. Customer blood glucose reading is 325 mg/dl. Customer has treated with injection. Customer states that drive support cap is protruding. The insulin pump was not exposed to high magnetic field. Unable to check alarm history. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm. The insulin pump was received with protruded/loose drive support disk, missing end cap sticker and missing segments due to faulty lcd board.